Event description:
It was reported that customer's insulin pump alarmed during priming. Customer's blood glucose was 174 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The compromised force sensor system alarm occurred during prime test due to moisture damage on force sensor relay. The insulin pump was received with severely scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).